Manufacturer narrative:
Device labeling single use or reuse.

Event description:
Initial info rec'd from the pt via email 03/18/07. The pt reported being seen and treated for a corneal ulcer in 2006. The pt faxed a copy of the ER instruction form. The form indicates that the pt was diagnosed with a corneal ulcer in the right eye the same day. Multiple attempts were made to obtain add'l info. No further info is available at this time. As a corneal ulcer may or may not be a serious injury, info available insufficient to determine if a serious injury occurred. Event is being reported as worse case.